Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex blue line ultra suction aid tracheostomy tube, air reported to have leaked from the cuff while in use. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one portex blue line ultra suctionaid tracheostomy tube was returned for investigation. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause is that the cuff tear occurred a during tracheostomy procedure due to contact with a sharp edge.